Manufacturer narrative:
The cable was returned for analysis. The fischer connector on the returned cable was damaged in a slightly out of round condition that still allowed connection with some difficulty but was very difficult to disconnect. Otherwise, the cable passed a continuity test with no opens or shorts detected. Codes b01, c07 and d02 are applicable. The return provided the lot number: 161116 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Other relevant device(s) are: product ID: 9733571, serial/lot #: none. The manufacturer representative went to the site to test the navigation system. The communication cable was faulty. The cable was replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the carts communication cable was broken. The communication cable between carts had the pins damaged. It was really difficult to connect. The next step was to replace the cable. No patient was present at the time of the event. Additional information was received stating that the cable between carts (surgeon cart and staff cart, all igs). It was difficult to connect to the staff cart connection.